Event description:
The ge oec 2800 uroview fluoroscopy system had intermittent lock-up issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the isolation transformer was not strapped correctly. The isolation transformer was re-strapped to the appropriate voltage level to restore function. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.